Event description:
The pt reportedly did not receive benefit from the cochlear implant in 2004, the pt was seen by a company rep. For device evaluation. Testing performed confirmed that the device was functionini. The pt continued to be monitored by the center. However due to lack of pt progress, the decision was made to explant the pt's c1 device.